Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. The patient underwent an ipg revision procedure wherein the ipg was moved at the lower buttock area. The patient was doing well postoperatively. The device remained implanted.